Event description:
It was reported by the pt's attorney that as a result of having the products implanted the pt has suffered serious bodily injuries, including extreme pain, infection of her bodily tissue, dyspareunia, significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures and has sustained permanent injury.